Event description:
It was reported to boston scientific corporation in 2005, that a flexima biliary stent system was used during a procedure performed one day prior, (patient gender, age and weight are unknown). According to the complainant, "it was not possible to push the plastic stent through the working channel of the endoscope (olympus tjf 160 vr, working channel 4, 2mm)" the stent was advanced 2 cm into the endoscope and then became stuck in the scope. The endoscope was removed with the delivery system. A metal stent was implanted in place of this product successfully. No patient complications were reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "okay".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. Visual examination of the returned device revealed that no damage or defects on the push catheter, guide catheter, barb cover or the stent. During evaluation, the stent was deployed without difficulty. The customer complaint could not confirm. The cause of the reported malfunction is undetermined. The device history record for this lot was reviewed; no anomalies were noted. A search of the complaint database revealed no additional complaints reported for this lot.